Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks across numerous episodes since being implanted last year. Review of these episodes noted t-wave oversensing, noise, and changes in r-wave amplitude morphology measurements. Boston scientific technical services provided troubleshooting options to the field. The s-ICD remains in service and no additional adverse patient effects were reported.